Event description:
After iabp for less than 24 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. On 3/10/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 10/17/96. Patient's current status: unk - rpt'd 10/17/96.

Manufacturer narrative:
Device label code for f10. Position 1 & 2: 1738.